Manufacturer narrative:
None.

Event description:
A complaint was received reporting that a foreign body from the stratos device was found inside the patient during a secondary surgery. The secondary surgery was performed due to persistent symptoms that had not resolved following the initial procedure four years earlier.